Event description:
Additional information received indicates surgery took place wherein the leads and ipg were explanted and replaced. The ipg was replaced due to nearing end of service. Effective therapy was established.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B5: added ref number for ipg.

Event description:
Related manufacturer reference number: (B)(4).

Event description:
Related manufacturer reference number: 3006705815-2023-00620. It was reported the patient's leads had migrated. In turn, surgical intervention occurred on (B)(6) 2023, and the physician was unable to be complete the procedure due to scar tissue. As such, the patient was referred to a neurosurgeon.